Event description:
An attempt was being made to access a fistula, the wire was being manipulated when the needle was in place. During manipulation the wire guide began to unravel. It subsequently separated while still in the patient, but did not exit the catheter.